Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user fell, the ilet device was cracked, and the touchscreen stopped functioning, after which a replacement was arranged and the user transitioned to multiple daily injections until the replacement arrives. Symptoms included none reported. Outcomes included no clinical impact reported and no hospitalization. Investigation included customer interview and remote assessment of the reported hardware damage. Investigation of this device revealed physical damage consistent with impact-related screen failure resulting in loss of touchscreen function. It was concluded, based on previously established findings for similar reports, that the cause was device damage due to external impact.